Manufacturer narrative:
(B)(4). The analysis results found that five reloads were received in good visual condition. Cartridge (b), 6r45b, j5jf25, was received fully fired and normal lockout. Cartridge (c), 6r45b, j5jd26, was received fully fired and normal lockout. Cartridge (d), 6r45b, j5jf25, was received fully fired and normal lockout. Cartridge (e), 6r45b, j5j42y, was received fully fired and normal lockout. Cartridge (a), 6r45b, j5jf25, was received partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch:j5jd26; manufacturing date: 10/05/2012, product exp. Date:09/05/2017. Batch:j5h42y; manufacturing date:06/28/2012, product exp. Date:05/28/2017.

Event description:
It was reported that during a bypass gastric septation procedure, the doctor had the following problem: blue reload cut and it didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.